Manufacturer narrative:
(B)(4). Michael e. Berend (2014) "use of screws and cement in revision tka with primary or revision specific prosthesis with up to 17 years followup" the journal of arthroplasty, 30 (2015) 86-89. Common device name - zimmer products reported in this article include insall-burstein, legacy nexgen and legacy constrained condylar knee (lcck). Concomitant devices ¿ unknown zimmer femoral component catalog #: ni lot #: ni, unknown zimmer articular surface catalog #: ni lot #: ni, unknown zimmer tibial component catalog# ni, lot# ni contact name ¿ this journal article was written by michael e. Berend, merrill a. Ritter, e. Micael keating, michael d. Jackson, kenneth e. Davis and robert a. Malinzak. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This report is number 1 of 4 mdrs filed for the same event (reference 0001822565-2017-05320 /05321 / 05322).

Event description:
It is reported that eight (8) patients underwent a knee arthroplasty reoperations due to knee prostheses failure 4.5 years post-operatively. No additional patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.